Manufacturer narrative:
Novocure opinion is that a contribution of the transducer arrays to the skin reaction and skin infection cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 53-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. During review of a medical record, received by novocure on (B)(6) 2024, it was noted in the oncological treatment history on (B)(6) 2024, the patient was prescribed minocycline for an acneiform rash to be used on an as-needed basis. During a neurology outpatient appointment on (B)(6) 2024, the patient reported experiencing a scalp rash while on optune gio therapy. It was documented that minocycline had been effective in managing the rash. The patient informed the physician that she wore optune gio therapy for 20 hours per day, except when she experienced scalp irritation, which led to a temporary discontinuation of therapy for one to two days. The prescribing physician was contacted for further details without reply.